Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Low bg cause was not known. Customer drank soda to address the issue and went to the emergency room. Customer was treated with intravenous fluids; nature of fluids was not known, and dextrose and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.